Event description:
It was reported that the user experienced hyperglycemia after placing a new infusion site and shortly after dinner while using the ilet bionic pancreas; the highest glucose recorded was 293 mg/dl, the excursion lasted about 1 hour 45 minutes outside target, cgm accuracy was confirmed by meter, and no alerts or alarms occurred. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included self-resolution with monitoring and no medical intervention, back-up therapy, or ketone testing. Investigation included troubleshooting and education focused on early use, site change timing, and continued glucose monitoring. Investigation of this case revealed no device malfunction and no component failure, with the event considered user-related and cause unclear due to timing of infusion site change and early adaptation to pump therapy. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.